Manufacturer narrative:
The product associated with this report will not be returned and was discarded after surgery by the facility. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The facility discarded the device when it was explanted and it is no longer available for return. Therefore allergan will not receive it and no analysis or testing will be done. No additional info has been reported to allergan regarding the serial number or model number.

Event description:
Pt reported lap-band system "eroded" into stomach, was "throwing up", nausea", "gaining weight", "stomach was burning", "pain" and was diagnosed with "immune disorder." Healthcare professional confirmed the erosion and reflux event. The entire lap-band system was explanted and not replaced.